Manufacturer narrative:
Zoll medical (B)(4) evaluated the device, and the customer report was not replicated or confirmed. The device was put through extensive testing which included full functional testing without duplicating a malfunction of the device. The device passed final testing, was recertified, and returned to the customer. The customer's battery was not returned for evaluation. All testing was completed using test batteries. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer report was not replicated or confirmed. The device was put through extensive testing which included full functional testing without duplicating a malfunction of the device. The device passed final testing, was recertified, and returned to the customer. The customer's battery was not returned for evaluation. All testing was completed using test batteries. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in ventricular tachycardia, the device failed to charge to selected energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.